Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "detection and management of an implantable cardioverter defibrillator lead failure." Journal of the american college of cardiology, 2003; 41, (1).

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "detection and management of an implantable cardioverter defibrillator lead failure." Journal of the american college of cardiology, 2003; 41, (1).

Event description:
A journal article was reviewed that contained information regarding this lead. The article contained information that one patient expired due to an unknown cause, however, it also noted that the death was not "related to ICD lead failure."